Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had a supra ventricular tachycardia (svt) ablation procedure when the low impedance occurred and that reprogramming to the bipolar configuration was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning was alerted on the right atrial (ra) lead. A polarity switch, low impedance and impedance out of range were noted on an electronic transmission. The lead remains in use. No patient complications have been reported as a result of this event.